Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer's blood glucose was 210 mg/dl at the time of incident. The customer was calling back after receiving a battery cap. The customer stated that the insulin pump did not turn back on after reinserting a battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.